Manufacturer narrative:
(B)(4). Method: a complaint 900mr810 adult heated wall reusable breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation and visually inspected. Result: visual inspection revealed that the tube of 900mr810 breathing circuit was damaged. Conclusion: we are unable to determine what caused the damage of the breathing circuit. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The complaint device would have met the specification at the time of production. Our user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A healthcare facility in canada reported that a 900mr810 adult heated wall reusable breathing circuit was damaged and caused an air leak. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a 900mr810 adult heated wall reusable breathing circuit was damaged and caused an air leak. There was no reported patient consequences.